Event description:
According to the reporter: after insertion of the device, some particulate matter was found inside the patient's cavity but was retrieved without damage to patient. No further patient injury or details were reported.